Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was not implanted due to helix rotation issues observed during the attempted implant. The physician stated that over thirty rotations were attempted prior to concluding that the functionality was compromised. The lead was removed and returned for analysis. No resulting adverse patient effects were reported.